Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services reported that there was visible fluid ingress behind the camera lens. There was no repair available so the device was scrapped.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, their size 4 blade had intermittent images. A delay in the procedure of approximately five minutes occurred as a back-up gvl 4 blade was obtained. No harm to patient or user was reported.